Event description:
A site representative, biomed engineer, reported a navigation system power cable that was damaged. The cable was found with a portion of the insulation damaged and had been mended using electrical tape; no live wires were exposed. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to manufacturer for analysis.

Manufacturer narrative:
A medtronic representative reported on 09/25/2014 that the damaged cable was discarded and replaced with a third party's cable. The biomed staff at the site was previously informed that 3rd party parts are not approved for use on medtronic navigation systems.